Manufacturer narrative:
The reported event of noise, inappropriate shocks, low defibrillation impedance, and low pacing impedance were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage noted is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that during visual inspection of the lead an external abrasion breaching the superior vena cava cable lumen was caused by friction to the device can. The etfe coating on the cables was found undamaged.

Manufacturer narrative:
The reported events of noise, inappropriate shocks, low defibrillation lead impedance and low pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Multiple internal insulation abrasions were found between the shock coils breaching all the lumens with one ring electrode etfe cable coating found to be abraded. There was no ptfe liner in these regions of the lead. The cause of the reported events of noise, low pacing lead impedance and inappropriate shocks was due to the exposure of the inner coil and one of the ring electrode cable conductors in one of these abrasion zone which is consistent with internal insulation abrasion. One internal insulation abrasion was also found under the superior vena cava shock coil with abraded right ventricular cable lumen. The inner coil lumen in this region was not damaged but one right ventricular cable was found to be abraded and separated and all the filars of the superior vena cava shock coil was found melted and separated. The cause of the low defibrillation lead impedance was due to the internal insulation abrasion under the superior vena cava shock coil breaching the right ventricular cable lumen with one right ventricular cable coating abraded and separated.

Event description:
Additional information received indicates that prior to the explant procedure that a bpa alert was present on the device. The device and rv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low defibrillation impedance, low pacing impedance, and noise resulting in oversensing and inappropriate shocks were noted on the right ventricular (rv) lead. While interrogating the device, long charge time resulting in failure to deliver shock was found to have occurred. Abbott technical support was contacted and stated there was possible high voltage circuit damage detection that would result in failure to deliver shock. The device was reprogrammed to disable therapy. Device and lead extraction procedure is anticipated. The patient was stable and will continue to be monitored.